Event description:
Spontaneous. Spoke to pharmacist at hospital and provided remodulin dosing information. Patient has been admitted due to malfunction of central line. No other information known. Prescriber has been notified. Prescriber rems ID: (B)(6), patient rems ID: (B)(6). Reported to (B)(6) by health professional.